Event description:
Additional information was received that, according to the physician, anatomically the 26mm valve failed inside a non-medtronic valve of unknown size. The valve leaflets appeared thickened, with an under expanded frame and two treatment options were noted. The first was to consider surgery to remove the transcatheter aortic valve (tav)/surgical aortic valve complex and proceed with a redo aortic valve replacement. Other treatment option was a tav in tav procedure. No comments regarding surgical risk in the patient was noted. The physician recommendation was to deploy a non-medtronic 23mm valve which will preserve the patient¿s current coronary flow and future coronary access. In addition, based on the amount of thrombus on the leaflets and in the root, the physician also strongly considered cerebral protection. However, no intervention was performed or scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Additional codes: annex gs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years following the implant of this transcatheter bioprosthetic valve, the valve reportedly failed. Per the physician, a possible thrombus was discovered during follow-up at the patient's native non-coronary cusp (ncc) sinus of valsalva (sov), not affecting the evolut transcatheter aortic valve replacement (tavr). No adverse patient effects were reported.